Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased thresholds one day post implant. It was noted that the patient admitted to fiddling with the pocket overnight. Subsequently, a revision procedure was performed to reposition the lead. The following morning, the lead measurements were stable on interrogation. No additional adverse patient effects were reported.